Manufacturer narrative:
The customer's address is unknown. Unknown, (B)(6) has been used as a default. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5099530. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 0274771. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe plunger stopper was misaligned. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "markings are blurred and plunger is crooked."